Event description:
Per dealer bracket on lynx snapped part not available by itself.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The malfunction has not been confirmed.